Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups), battery and fuses for the navigation system were replaced. The system then passed the system checkout and was found to be fully functional. The fuses were returned to the manufacturer for analysis. The fuses found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found an open in the fets. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion procedure, the operating room (or) experienced a power surge. Due to the power surge it was reported the navigation system would not power back on. One led for v1 was noted to be illuminated. The surgeon opted to discontinue the procedure due to the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the uninterruptible power supply (ups) and one fuse for the navigation system were replaced without resolution. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred after an incision had been made.